Manufacturer narrative:
The reported complaint of "tcmid:05" (coolant diff failure) error message on the thermogard xp ivtm system (serial # (B)(4)) was confirmed in the event logs but not confirmed during the initial functional test. The investigation findings revealed a defective pic16 assembly and a damaged cooling engine (ce) in which was likely causing the console to display tcmid:05 intermittently. These types of faulty components are due to normal wear tear. The thermogard xp ivtm system was manufactured in september 2010 and it is over 9 years old, well beyond its expected serviceable life of 5 years. To remedy the error message issue, defective pic16 assembly and a damaged cooling engine were replaced. Unrelated to the reported complaint, during visual inspection, a cracked pump lid and damaged lid bumpers were observed on thermogard xp ivtm system. These types of physical damages are likely attributed to mishandling. Also observed, discolored lcd screen and burnt p22 connector. These types of defect components are likely attributed to normal wear and tear. The pump lid assembly, lcd and p22 connector were all replaced to addressed there faulty components. During archive event logs review, multiple tcmid:05 error messages were recorded on the reported event date. Thus, confirming the reported complaint. After parts replacements, thermogard xp ivtm system was functionally tested and passed all the functional tests requirements with no error or fault. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During ivtm therapy, customer reported that the thermogard xp ivtm system (serial # (B)(4)) displayed "tcm ID:05" (coolant diff failure). The user facility used another thermogard console to continue and complete the ivtm therapy. No known impact or consequence to patient information was provided.